Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros psa result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. The investigation found no evidence to suggest an instrument or reagent malfunction had occurred. A definitive root cause could not be determined. However, pre-analytical sample mix-up or improper sample handling could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible lower than expected vitros psa result from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected result was reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).